Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported that they received open book image on the insulin pump screen and it was flashing on and off. Customer stated that insulin pump had blank display. Customer reported that they did change sensor alert. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device was received with failed battery test alarm after battery changed due to corroded battery tube. Unable to perform functional testing due to failed battery test alarm. No unexpected critical pump error (open book image) alarm, blank display or missing segments/partial display noted during testing.